Event description:
It was reported that impedance readings between 4,000 and 19,000 ohms were seen on (B)(6) 2011, and the patient was not receiving therapy from the right electrode. The hcp saw that the lead had slipped up a guide tube and thought that may have been the cause of the impedance readings and loss of therapy. Upon opening the patient's head, the hcp found that the lead had snapped. The lead seemed to have snapped under the mini plate. It was possible that the mini plate was too tight, though that had not happened to the hcp before. The lead was replaced. It was reported that no harm was caused to the patient.

Manufacturer narrative:
Lead model 3389-28 lot# 0205426621 implanted: (B)(6) 2011 explanted: (B)(6) 2011.